Manufacturer narrative:
Device not returned.

Event description:
It was reported that altitude alarms occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 180-199 mg/dl.